Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Additionally. It was reported that multiple occlusion alarms occurred. The user reported that their blood glucose (bg) level ranged from 200 mg/dl to 300 mg/dl. The bg level was addressed with boluses. There was a delay in clearing the altitude alarm; however, insulin delivery was resumed. The user changed the supplies.